Event description:
It was reported that the patient presented for follow up with the variable pacing impedance exhibited by right atrial lead. Also noted were episodes of inappropriate automatic mode switch caused by over-sensed noise. No further information was available.

Manufacturer narrative:
G2 - report source: medwatch voluntary MDR report #: mw5120257.